Event description:
A surgeon reported an inflammatory response in the patient's operated eye occurring after cataract surgery with intraocular lens(iol) implant. The doctor stated it may be a possible allergic response as cultures of the eye were normal. The iol was removed and not replaced. The facility is reviewing all processes and procedures including sterilization of their instruments. Serial number of the iol is unknown.

Manufacturer narrative:
(B)(4) - the intraocular lens was not received by manufacturer for analysis. The serial number of the device is unknown precluding a manufacturing record review. Surgeon commented that the cause appears to be other factory and not the intraocular lens. A supplemental MDR will be filed as necessary if additional reportable information becomes available.

Manufacturer narrative:
All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Additional information received from the facility stated that the intraocular lens (iol) was not explanted. The serial number was not available.